Event description:
The customer reported that the system intermittently failed to display the live fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 12 vdc fuse was reseated and the interconnected cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.